Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 11/18/2025.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No serious or prolonged patient harm or medical intervention was reported.